Event description:
This is the first of two reports (same distributor, same product ID, different serial numbers, different patients). Linked to mfg report: 3004608878-2016-00254. The a2020 mayfield radiolucent skull pins were used with the a2114 mayfield skull clamp in a neurosurgery operation. When the operation was finished and skull clamp was released, it was found that the pin was cracked. The customer felt there was an issue related to the quality of the product. There was no patient injury or death alleged. Additional information was requested.

Manufacturer narrative:
Integra has completed their internal investigation on 21 oct 2016. The investigation included: methods: evaluation of a picture of the device failure. Review of device history records. Review of complaint history. Results: evaluation of device: engineering and quality were able to partially confirm the customer complaint based on the picture sent. The product was not returned, however, with the picture provided by the customer the skull pin is broken at the distal end of the sharp, appearing with a ¿chip¿ missing. The complaint is partially confirmed as the device was not returned and cannot be verified as integra produced. Device history record reviewed for this product ID under lot code/work order (B)(4), manufactured on 04/17/15 show no abnormalities related to reported incident found. This device passed all required inspection points with no associated (B)(6), variances. A total of (B)(4) units produced ((B)(4) pins per pack for a total of (B)(4) pins). (B)(4) box was returned under an RMA from over purchasing. No previous service history is on file. A two year lookback in trackwise for this reported (B)(4) and or related to "cracked " for this product family shows that no additional complaints were received. This customer has reported (B)(4) complaints within a week apart. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: engineering and quality were able to partially confirm the complaint. The root cause cannot be determined as the material was not returned.